Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-06845. It was reported the pt had an add'l lead implanted on (B)(6) 2012, due to not receiving adequate coverage prior. The pt remains to experience inadequate coverage. The newly implanted lead is providing abdominal stimulation for the pt. An impedance check revealed no anomalies. Reprogramming was unsuccessful. The pt may undergo x-rays and will f/u with her doctor.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.